Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the ar-1204as-100 flipcutter malfunctioned during an acl reconstruction procedure. While drilling the flipcutter through the femoral acl guide, the flipcutter did not sound right and the surgeon stated it felt like it was drilling harder than usual. The flipcutter came through the hole of the guide as intended, so they did not run into the guide. When the flipcutter emerged into the joint, it was noticed that there was shards of metal from the flipcutter that had broken off of the blade. It was decided at that time that the flipcutter should be backed out and a second one was opened to ream the tunnel after all the metal was retrieved out of the joint. All debris was removed from the joint using a king fisher grasper. This was able to be done through the portals the surgeon already had made, so no extra incisions were necessary. The flipcutter that was initially used was discarded at that time.